Event description:
An angio-seal evolution was deployed following a successful renal artery stenting procedure. A pre-deployment angiogram revealed a common femoral artery suitable for angio-seal deployment. Upon deployment, the patient experienced pain at the access site and was given additional pain medication prior to being sent to the day surgery unit. The patient was ambulated about two hours post-procedure was discharged the same day. The leg pain continued over the next several days and follow-up ultrasounds were performed 3, 10, and 15 days post-procedure. The ultrasounds showed findings similar to a pseudoaneurysm, but the physician indicated there was a defect in the vessel wall which seemed different from a pseudoaneurysm. The patient was brought back for a thrombin injection, however the neck of the pseudoaneurysm was too large and the procedure was aborted. The patient is currently listed as stable.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. A training record was not found for the physician. The angio-seal device instruction for use (IFU) cautions that the angio-seal device is to be used only by a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.